Manufacturer narrative:
(B)(4). Device not returned - no evaluation will be performed related to previously submitted manufacturer report number 1423500-2010-01077.

Event description:
On (B)(6) 2010, during a conversation regarding an unrelated issue, the home patient's (hp's) nurse stated that the hp was currently on antibiotics for peritonitis. Additional information was not available.